Event description:
On 16-may-2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report stating: "prograsp forceps broke during surgery, cable snapped, xray taken." The voluntary medwatch user facility report was received directly from the customer site, so no reference number is available to be included in h10.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.